Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021 it was reported by a sales representative that an ar-7000-36ft screw broke off during a shoulder repair while it was being implanting. All was retrieved. It was replaced with another screw from the same part / lot and that worked fine and the case was completed with no further issues. The patient is fine to date.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021 it was reported by a sales representative that an ar-7000-36ft screw broke off during a shoulder repair while it was being implanting. All was retrieved. It was replaced with another screw from the same part / lot and that worked fine and the case was completed with no further issues. The patient is fine to date.